Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) of a grade of 4+ and enlarged atrium. A mitraclip xtw was inserted, and grasping was performed. However, the mr was unable to be reduced. Therefore, the clip was removed and replaced with smaller device. A mitraclip nt was inserted and deployed on the mitral valve, reducing mr to a grade of 1+. However, after removal of the steerable guide catheter (sgc), a left to right main bidirectional shunt was observed. Therefore, an asd closure device was implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation (left to right shunt). Perforation is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as an atrial septal defect (asd) closure device was implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) of a grade of 4+ and enlarged atrium. A mitraclip xtw was inserted, and grasping was performed. However, the mr was unable to be reduced. Therefore, the clip was removed and replaced with smaller device. A mitraclip nt was inserted and deployed on the mitral valve, reducing mr to a grade of 1+. However, after removal of the steerable guide catheter (sgc), a left to right main bidirectional shunt was observed. Therefore, an asd closure device was implanted. There was no clinically significant delay in the procedure.